Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) and right atrial (ra) channels that was oversensed. The oversensing led to pacing inhibition with slightly over two seconds of asystole on the rv channel. Boston scientific technical services (ts) reviewed electrogram strips and stated that the noise may be due to myopotentials versus oversensing from the minute ventilation feature. It was also noted that the rv lead impedance measurement increased from 700 ohms to the high 900 ohm range. The minute ventilation feature was programmed off and no further changes were made to the system at this time. The patient has scheduled follow-up appointments in the future. The pacemaker, rv and ra leads remain in service and no adverse patient effects were reported.